Event description:
It was reported the power wheelchair (right) mounting bracket was defective upon delivery, causing the backrest to be loose. No patient injuries were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us.